Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station could not find the correct patient visit because there were six visit ids for the same patient. A technical support specialist discharged the patient and readmitted to address the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es patient who was admitted to the emergency department for 48 hours did not appear in the facility search. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system patient who was admitted to the emergency department for 48 hours did not appear in the facility search. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.